Event description:
It was reported that intra op, device was getting interference during use of esu. Piece from muting clip plug came loose. Case proceeded without use of muting clip. There is no patient impact. Additional information recieved after follow up that biomed equipment tech received a call in an or room in the middle of surgery. It was reported that the nim unit was experiencing interference while an electrosurgical unit was activated. Tech went to the room to investigate. The muting clip adapter was connected it but there was still interference when the esu was active. Tech investigated and found out that the piece that connected the muting clip connection was loose and a metallic piece came out. Tech brought a backup nim unit in the room in case the surgeon wanted to use another unit but he finished the surgery with the defective unit.

Manufacturer narrative:
H3: product analysis of the device found that muting detector jack is broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.